Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('appears to be essure device overlying the pelvis') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: kub (kidney urinary blaader) x-ray reveals essure device overlying the pelvis. No bowel obstruction seen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), teeth brittle ("teeth breaking"), dental caries ("rotting teeth"), tooth loss ("falling out (teeth)"), synovial cyst ("I got bakers cyst behind my right knee"), abnormal weight gain ("gained massive weight"), depression ("depression"), hypothyroidism ("hypothyroidism"), skin odour abnormal ("armpit odor change"), hirsutism ("chin hairs"), rash ("neck break outs (face)"), back pain ("backache") and genital haemorrhage ("no bleeding since surgery not even speck") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal issues"). The patient was treated with antidepressants and surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation, teeth brittle, dental caries, tooth loss, synovial cyst, abnormal weight gain, depression, weight increased, hormone level abnormal, hypothyroidism, skin odour abnormal, hirsutism, rash and back pain outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for dental caries with essure. The reporter considered abnormal weight gain, back pain, depression, device dislocation, genital haemorrhage, hirsutism, hormone level abnormal, hypothyroidism, rash, skin odour abnormal, synovial cyst, teeth brittle, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: dental caries, teeth brittle, tooth loss, abnormal weight gain, depression, weight gain, hormonal issues, armpit odor change, chin hairs, neck break outs (face), back pain, genital bleeding, hypothyroidism. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new events, "depression", "weight gain", "hormonal issues", "hypothyroidism", "armpit odor change", "chin hairs", "neck break outs (face)", patient's age and treatment medication were added. On 23-mar-2020: information received via social media. Event" back pain and genital bleeding¿ was added. Reporter was added. Previously unspecified event" medical device removal" was updated to "device dislocation". Fu 11 and 12 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('appears to be essure device overlying the pelvis') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: kub (kidney urinary blaader) x-ray reveals essure device overlying the pelvis. No bowel obstruction seen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), teeth brittle ("teeth breaking"), dental caries ("rotting teeth"), tooth loss ("falling out (teeth)"), synovial cyst ("I got bakers cyst behind my right knee"), abnormal weight gain ("gained massive weight"), depression ("depression"), hypothyroidism ("hypothyroidism"), skin odour abnormal ("armpit odor change"), hirsutism ("chin hairs"), rash ("neck break outs (face)"), back pain ("backache") and genital haemorrhage ("no bleeding since surgery not even speck") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal issues"). The patient was treated with antidepressants and surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation, teeth brittle, dental caries, tooth loss, synovial cyst, abnormal weight gain, depression, weight increased, hormone level abnormal, hypothyroidism, skin odour abnormal, hirsutism, rash and back pain outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for dental caries with essure. The reporter considered abnormal weight gain, back pain, depression, device dislocation, genital haemorrhage, hirsutism, hormone level abnormal, hypothyroidism, rash, skin odour abnormal, synovial cyst, teeth brittle, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device dislocation ('appears to be essure device overlying the pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: kub (kidney urinary blaader) x-ray reveals essure device overlying the pelvis. No bowel obstruction seen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), teeth brittle ("teeth breaking"), dental caries ("rotting teeth"), tooth loss ("falling out (teeth)"), synovial cyst ("I got bakers cyst behind my right knee") and abnormal weight gain ("gained massive weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, device dislocation, teeth brittle, dental caries, tooth loss, synovial cyst and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for dental caries, teeth brittle and tooth loss with essure. The reporter considered abnormal weight gain, device dislocation, medical device removal and synovial cyst to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental caries, teeth brittle, tooth loss, abnormal weight gain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from social media was received: new reporter and new serious event ( medical device removal" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('appears to be essure device overlying the pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: kub (kidney urinary bladder) x-ray reveals essure device overlying the pelvis. No bowel obstruction seen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), teeth brittle ("teeth breaking"), dental caries ("rotting teeth"), tooth loss ("falling out (teeth)"), synovial cyst ("I got bakers cyst behind my right knee") and abnormal weight gain ("gained massive weight"). At the time of the report, the device dislocation, teeth brittle, dental caries, tooth loss, synovial cyst and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for dental caries, teeth brittle and tooth loss with essure. The reporter considered abnormal weight gain, device dislocation and synovial cyst to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: dental caries, teeth brittle, tooth loss, abnormal weight gain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event weight gain added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.